Event description:
Paramedics responded for a patient who had a possible seizure. Patient has a history of diabetic keto-acidosis. Blood sugar drawn with reading of 138 noted on reported monitor. Transport and treatment ensured to arrival at the hospital. On arrival in the emergency room, a subsequent blood sugar was drawn with a reading of 18 noted by the emergency room staff. Reported monitor removed from service and returned to roche diagnostics in (B)(4) following a verbal report to their facility.